Event description:
It was reported that battery failed in the battery charger.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.